Event description:
It was reported that a patient was revised with cone removal due to unexplained pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01289, 0001822565-2022-01290 , 0001822565-2022-01291, 0001822565-2022-01301. Medical product: unknown nexgen tibial tray; unknown nexgen femoral; unknown tm cone; unknown stem. Report source: foreign - (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Rossi, s., perticarini, l., ghiara, m., jannelli, e., cortesi, l., & benazzo, f. (2022). High survival rate at mid-term follow up of porous tantalum cones for bone defects in revision total knee replacement: a 3-11 years follow up report. The knee, 35, 175¿182. Https://doi.org/10.1016/j.knee.2022.03.007.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b3, b4, b5, g3, g6, h1, h2, h3, h6, and h10 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.